Event description:
Per the pt's audiologist, the pt's skin flap would "weep," breakdown, be treated medically, resolve then begin to "weep" again after approx 3 yrs of implant use. Per the healthcare provider, staph was cultured. A revision surgery was done (no date available). On 9/18/96, a second revision surgery was done and the implant was explanted. The surgeon reportedly plans to reimplant the opposite ear at a later time.